Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer felt the pump delivery mechanism was failing. There was no reported impact to the customer's blood glucose level. No additional information on the reported event was provided.